Event description:
It was reported that the patient presented for initial implant procedure of an implantable cardioverter defibrillator (ICD). After the procedure, the right atrial (ra) lead became dislodged, confirmed via x-ray imaging. On (B)(6)2025, the physician elected to reposition the ra lead. There were no patient consequences.